Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of an extremely long power-up process, it booted in less than one minute and no references to sluggishness were found in the logs. The hard drive was reconfigured and the software reloaded, and then the hard drive was upgraded and reimaged and the software was reloaded. It was additionally noted that the keyboard hinges were broken and that the power cord was damaged but functional. Both were replaced. The programmer passed its final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer took an extremely long time to turn on. It took multiple reboots before the "select device" screen appeared. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.